Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture, baker grade unknown.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with moderate yellowing and some bubbles observed in the gel. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.